Manufacturer narrative:
(B)(4). Date of event: publication year of 2014. Medical device: batch # unk. This report is related to a journal article; therefore, no product will be returned for analysis and the manufacturing records cannot be reviewed as the lot/batch number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the author/surgeon believe that the ethicon device caused or contributed to the patient complications mentioned in the article? If yes, please explain.

Event description:
Title: a randomized study of benefits of harmonic scalpel in groin dissection authors: querleu d., ferron g., verhaeghe j.l., marchal f., gangloff d., garrido I., rauch p., guillemin f., rafii a., ouali m. Citation: international journal of gynecological cancer. Conference: 15th biennial meeting of the international gynecologic cancer society. Melbourne, vic australia. Conference publication: (var.pagings). 24 (9 suppl. 4) (pp 14), 2014. This non-blinded randomized controlled study aimed to compare the use of harmonic scalpel (ultracision) to standard methods (clips, electrosurgery, or ligatures) for lymphostasis in full groin dissection. A total of 61 patients were included where 12 of them had bilateral groin dissection. Harmonic scalpel (ultracision) (ethicon) was utilized for groin dissection. Complaints included morbidity (n=38%). In conclusion, it is likely that ultracision ensures better lymphostasis, thus reducing the related morbidity, in groin node dissection.